Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator for evaluation. The dilator contained obvious signs of use in the form of biological material. Visual examination revealed the distal tip of the dilator was split and frayed. The dilator also had an overall slight curve in the body. This damage is consistent with undue force being applied to the dilator tip. The length of the returned dilator measured to be 100 mm which is within specifications of 95.2-108 mm per product drawing. The outer diameter of the dilator body measured to be 2.844 mm which is within specifications of 2.82-2.87 mm per product drawing. The inner diameter of the distal tip could not be measured due to the damage. The lot number was not reported; therefore a device history record review was performed based on a potential lot number from the sales history of the customer. No relevant findings were identified. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was split and frayed, which is damage consistent with undue force being applied to the tip. The sample passed all relevant dimensional testing, and a device history record review was performed based on sales history with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the tip of the dilator was damaged during patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the tip of the dilator was damaged during patient use.